Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records revealed that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an aiming arm broke into two pieces on the back table at a fracture line where the connecting screws and insertion handle attach. This occurred during an intramedullary nailing (im) procedure to repair a right tibial fracture. There were no reported fragments, time delay or harm to the patient. The procedure was completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: per the technique guide, the 03.010.052 aiming arm, for titanium cannulated tibial nails ¿ ex is an instrument routinely used in the titanium cannulated tibial nails system. The device was returned and reported to have broken at the back table during surgery. This condition is confirmed; the aiming arm fractured along the walls of the threaded hole for the thumb screw. The aiming arm is now in two pieces in addition to the thumb screw no longer being attached to the device. The balance of the device is in fairly poor condition with hammer markings along its length. It is likely that over eight years of use and hammer strikes led to this complaint condition. The device was manufactured in july 2006 and is over eight years old. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The complaint condition for the 03.010.052 lot number 1525581 aiming arm, for titanium cannulated tibial nails ¿ ex was likely caused by possible hammer strikes and over eight years of use ; however, this complaint is not a result of any design related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.